Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general change out procedure, this patient¿s right ventricular (rv) lead exhibited multiple high out or range shock and pacing impedance measurements of greater than 125 and 2000 ohms respectively. The rv lead was left implanted with a new device. An x-ray confirmed the rv lead was fractured near the heart. The rv lead remains implanted and in service. No adverse patient effects were reported.